Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) fell apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Corrected sections: h6-patient code changed to no patient involvement. Trackwise # (B)(4). The device was returned to the factory for evaluation on 20jul2020 and investigated on 03aug2020. Signs of clinical use and no evidence of blood were observed. There was no blood in or on the delivery tube. The delivery device, and seal- tension spring assembly were returned inside the loading device. The slide lock was disengaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device after delivery device was removed. There were no signs of any breakage in the device. No other failures were observed. The seal was taken out from the loading device for inspection. The tether remained uncut and attached to the seal and tension spring. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "break" was not confirmed and the analyzed failure "fitting problem" was confirmed.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) fell apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.